Event description:
The product is essure birth device. A few weeks after the procedure. I began to notice pain in the pelvic area on the left and right side. The pain made it difficult to walk. I also experienced heavy menstrual cycle while includes blood clots. I have never had a heavy cycle. Since the surgery I have lower back pains. If I would have known about these side effects, I would not have considered this as an option.